Manufacturer narrative:
(B)(4). Fse was dispatched and on (B)(6) 2016 replaced sample loop, 6-way valve rotor seal, stator face assy and rotor seal for injection valve. The most probable cause of the reported event was a faulty sample loop.

Event description:
On (B)(6) 2016, the customer reported low total area/occasional peak pattern issue with their hlc-723g8 analyzer. Customer reported low total area on some qc (quality control) and some patient samples. On (B)(6) 2016 customer called back about low ta issue, ongoing. Sounds like run starts out ok, good biorad qc, then he starts getting intermittent low tas on capped whole bloods. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.